Event description:
As reported, a guidewire was inserted into the patient's arm for placement of a PICC device. After the catheter was inserted over the wire, the physician attempted to pull the wire out but encountered resistance. When he finally managed to pull out the wire, a portion of the wire had detached and remained in the patient's chest. The patient was transferred to another facility for removal of the wire fragment, however, a CT scan indicated that the location of the fragment was of no harm to the patient, so it will not be removed. The guidewire will be returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. It has been indicated that the guidewire sample will be returned for evaluation, but to date it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).